Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for greater than 100 colony forming unit (cfu) of enterococcus faecium on (B)(6) 2022, and, tested positive for greater than 100 colony forming unit (cfu) of klebsiella pneumoniae and tested positive for greater than 100 colony forming unit (cfu) of escherichia coli on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. There was no detection of micro-organisms in or on the scope. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used septozym detergent, and suctions water out of the channels and flushes out the scope channels. During manual cleaning, the customer used septozym detergent and cleaning brush mediglobe (ref (B)(4), pentax cs-c5s) to brush the operating channel, the suction pistons/cylinders, and the operating channel port. The customer manually disinfects the scopes using septozym disinfectant. For automated endoscope reprocessor (aer) treatment, cantel medica medivators washer along with isaclean detergent and isapor disinfectant was used. The aer treatment ran for 20 minutes. The scope was stored hanging vertically in a cabinet without drying function. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was a pinhole on the bending section, water tightness was lost, the adhesive around the objective lens has discoloration, the light guide lens is cracked, and the bending angle in the up direction does not meet the standard value due to wear of the angle wire. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined; however, it is likely that the event occurred due insufficient reprocessing due to a deviation from the instruction manual. The customer did not perform the pre-cleaning process. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.